Event description:
It was reported that during a device upgrade procedure, low impedance was observed on the atrial lead upon connection with the new device. Sensing and capture values could no longer be obtained. The atrial lead was explanted and replaced. The patient was in good in good condition following the event.

Manufacturer narrative:
(B)(4).